Event description:
The customer reported communication loss for all tiles on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported communication loss for all tiles on the central nurse's station (cns). Technical support (ts) is working with the customer to figure out what the problem is. There was no patient injury reported. The following fields are not applicable (na) to this report: outcomes attributed to adverse event, lot # & expiration date, implant date & explant date, MFR site, type of reportable event.